Event description:
It was reported the right ventricular (rv) lead had a suspected fracture. The rv lead had intermittent pacing capture at maximum output in the bipolar configuration. Also, the lead impedance trend showed a rise over the previous 4-6 weeks to an impedance of greater than 1900 ohms. The pacing polarity was reprogrammed to unipolar and then the impedance measurement was in the 390s ohms. The rv lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.